Manufacturer narrative:
Additional information was received that there was no loss of ventilation. The initial MDR was not reportable. Additional information was received that there was no loss of ventilation. The initial MDR was not reportable.

Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the flow sensors are not working as expected. There was no report of patient involvement.